Manufacturer narrative:
Device received with full segment display due to faulty component on the interface board. Unable to perform the displacement test due to full segment display. Insulin pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was damaged around the rim of the reservoir and the rim of the battery compartment after being dropped on the tile floor. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.